Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a loss of capture, and intermittent pacing. The physician attempted to reposition the lead, but was unsuccessful. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.